Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 26 events were reported for this quarter. Product return status: 26 devices were evaluated based on historical data analysis. Additional information: 26 devices were not reprocessed or reused.

Event description:
This report summarizes 26 events for the failure: overheating of device. 23 events had problem identified during non-clinical procedure; there was no patient involvement. 3 events had no health consequences or impact.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) ¿ (B)(6) 2025. This report summarizes 26 events for the failure: overheating of device. - 23 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had no health consequences or impact. - 1 event had minor injury/illness/impairment.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99036. Supplemental rationale: corrected data: b5, h6, h11. 26 previously reported events were included in this follow-up record. Product return status: 25 devices were evaluated based on historical data analysis. 1 device was not available for evaluation. Evaluation findings (results/components): 25 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable product disposition: 15 devices: scrapped by stryker. 11 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 26 events for the failure: overheating of device. - 23 events had problem identified during non-clinical procedure; there was no patient involvement. - 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99036. Supplemental rationale, corrected data: b5, h6, h11. 26 previously reported events were included in this follow-up record. Product return status, 26 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 26 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition. 15 devices: scrapped by stryker. 11 devices: product not received.